Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. The 82% stenosed target lesion was located in the left anterior descending artery. During preparation outside of the body a "protuberant" material was noted on the surface of the 330cm floppy rotawire guide wire. The device could not be inserted into a rotalink burr. The procedure was completed with another rotawire guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotawire guide wire was received for analysis. Visual examination did not reveal any of the reported protuberant material however; a solder joint was noted to be missing. Dimensional analysis found all of the outer diameter measurements to be within specifications. A secondary analysis was conducted on the spring tip with the missing solder joint. The presence of solder materials and elements such as chlorides were found over the spring tip and the core wire section. No evidence of copper was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. The 82% stenosed target lesion was located in the left anterior descending artery. During preparation outside of the body a protuberant material was noted on the surface of the 330cm floppy rotawire guide wire. The device could not be inserted into a rotalink burr. The procedure was completed with another rotawire guide wire. No patient complications were reported and the patient's status is stable.